Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip implant. Patient has had prolonged exposure to sustained high levels of metal ions. It is unclear whether or not patient has been revised.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Dor and dor information have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: in (B)(6) 2008, patient was implanted with a depuy asr hip implant. Patient has had prolonged exposure to sustained high levels of metal ions. It is unclear whether or not patient has been revised. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified side and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.